Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was hard to insert so force was applied. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is possible that the reported IFU deviation could have contributed to the reported difficulties. The investigation determined the reported difficulty to insert the device appears to be related to challenging anatomical conditions due to the heavy anatomy of the patient. The use of excessive force and the subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the kink in the device sheath could not be determined. The patient effect of vascular dissection is listed in the proglide IFU as a potential adverse event of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: city, postal code.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two proglide devices using the pre-close technique prior to an arterio-iliac aneurysm interventional procedure via a 6f sheath. The suture of the first proglide device was successfully pre-placed. Reportedly, the second proglide device was difficult to insert into the anatomy so force was applied to introduce the device. It was then noticed that the sheath had kinked in the superficial femoral artery, causing a dissection. The arterio-iliac interventional procedure was abandoned due to the dissection. A non-abbott closure device was used, but hemostasis was not achieved. The sheath was upsized to an 8f and a covered stent was used to treat the dissection and achieve hemostasis. The patient returned for the arterio-iliac aneurysm interventional procedure on (B)(6) 2023. No additional information was provided.